Event description:
The reporter stated that the IV extension unscrewed itself from an 8.5fr centrally placed catheter with total disconnection resulting in a 100-150cc blood loss for the pt. There has been no pt injury or treatment associated with this event.

Manufacturer narrative:
The product has not yet been received from the customer. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An additional report will be submitted should info become available that impacts the outcome of smiths' investigation. Smiths recognizes that this report is not being submitted within the required timeframe. The manufacturer was notified of the issue 11/14/2007; however, the info did not reach the regulatory department until 1/3/2008. MDR reporting deadline based upon the date the info was received was 12/14/2007. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.